Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient visited the emergency department with syncopal episodes and a polarity switch warning was identified for the right ventricular (rv) lead. During device follow up high thresholds and high impedance were also identified. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.